Manufacturer narrative:
Multiple attempts to reach the physician for additional information were made. However, no additional information was received. Therefore, the results of the investigation are inconclusive. The reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The material inspection report for this guide wire could not be reviewed since the lot number was not provided. (B)(4).

Event description:
The tip of the viperwire guide wire fractured. The fragment was left in vivo.